Manufacturer narrative:
This complaint is the result of a customer error. The customer used a padgett dermatome blade on a zimmer dermatome. Padgett dermatome blades are designed to work only with padgett model dermatomes. The packaging of the dermatome blade states "this blade is designed for use only with padgett dermatomes."

Event description:
A padgett dermatome blade was used with a zimmer dermatome causing a three inch laceration to the pt. The surgeon sutured the injury with plyaorb 3/0. It was indicated that the device was not available for investigation.